Manufacturer narrative:
The pump passed the displacement test. Hardware low level failures alarm during self test. Hardware low level failures alarm confirmed in the pump history due to broken trace at u1 keypad assembly. The pump was received with a cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and had hardware low level failures error cleared alarm and re-initialized. The customer stated that the numbers were not ramping or the scroll bar moving up or down with no input from the user as up and down button was unresponsive. The customer stated that check status screen, main menu, up or down arrows buttons were responding. No harm requiring medical intervention was reported. The device will be returned for analysis.